Manufacturer narrative:
Mml# (B)(4). Other devices explanted. Model: 8145 description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI#s: (B)(4).

Event description:
It was reported that the reactiv8 system was explanted three months after implantation because the incision was not healing correctly and was leaking. The implantable pulse generator (ipg) and leads were moved without complication. There was no report of patient harm. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml# (B)(4) other devices explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI#s: (B)(4). The ipg and lead assemblies were returned for analysis. There was no allegation against the functionality of the ipg. The ipg passed functional testing and performs properly. Visual inspection observed no damages or anomalies with the received ipg. There was no allegation against the functionality of the leads. Both leads were received cut into two segments. The cut damage is assumed to have occurred during explant. No other damages or anomalies were observed throughout both leads. Functional testing could not be performed due to both leads being received cut into two segments. H6 updated.

Event description:
It was reported that the reactiv8 system was explanted three months after implantation because the incision was not healing correctly and was leaking. The implantable pulse generator (ipg) and leads were removed without complication. There was no report of patient harm. The device history record was reviewed. No relevant nonconformances were found.